Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 7087552, model/catalog description: infinion 16 trial lead kit 50 cm. The leads were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that following a procedure, the patient developed a foot pain. The patient was sent to the emergency room and computed tomography scan results came back clear. The physician believed that the pain was due to initial needle insertion during the procedure that may have brushed a nerve to the feet. It was found out that the leads were in normal condition and were not causing the foot pain. The patient had a lead pull and reportedly doing well.